Event description:
It was reported that noise was detected in the atrial channel any time the header was pressed during the closing of the pocket. The device was removed.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field event of noise was confirmed in the lab via stored egms. The device was found to be normal and no device anomaly was found. The cause of the reported field event of noise remains undetermined.